Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the proximal right coronary artery. A 4.00x20mm promus element ¿ stent was advanced but was unable to cross the lesion. During withdrawal of the device, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on the balloon and the crimped stent was damaged along its entire length with overlapping and bunching of the stent struts at the proximal end, distortion, stretching & lifting of struts at distal end and minimal damage to the stent mid-section. Foreign material (fm) resembling a clear (transparent) plastic type material; cylindrical in shape, appears to have been caught on the proximal portion of the stent. The observed material is not part of the specified complaint device or packaging and may be associated with additional/ancillary devices used to perform the procedure. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the proximal right coronary artery. A 4.00x20mm promus element ¿ stent was advanced but was unable to cross the lesion. During withdrawal of the device, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.